Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The unit was analyzed and failure analysis investigations neither replicated nor confirmed the customer-reported complaint. The issue could not be confirmed through a review of system logs. Visual inspection did not identify any conditions related to the reported event. Functional testing was performed using the system, during which the unit powered on successfully and cauterized all ports and instruments without issue. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse then replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, monopolar setting was getting a check energy cord message. The site tried two separate instruments and two separate energy cables and power cycled erbe with no change. Technical support engineer (tse) had customer hard power cycle erbe with no change. The site brought in forcetriad and was able to continue with monopolar and case. The procedure was completed with no reported injury.